Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with near syncope over past 24 hours. Lead noise with oversensing on ventricular channel causing pauses in rhythm was noted. Occasional pacing spikes without capture was also noted. Lead thresholds and impedance were stable. The lead was reprogrammed. The lead was later capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
A partial lead (only the connector portion) was returned in one piece measuring 7.3 cm. External abrasion breaching the outer insulation and exposing the outer coil was found at 4.3 ¿ 4.7 cm and 5.5 ¿ 5.8 cm from the connector pin consistent with friction to the device can.

Event description:
New information states that a partial lead was laser extracted during an unrelated procedure.